Event description:
It was reported the unit will not stay on. It turned off right after being powered on. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases and battery drawer were broken and ring bent. The battery release, lead flex cover, two side bail covers, and two side bails were contaminated.